Event description:
It was reported that this pacemaker was unable to be interrogated. Technical services (ts) was contacted and provided troubleshooting options. No magnet response was found. It was noted that at the last follow-up, the estimated remaining battery longevity was 1.5 years. It was suspected that this reached end of life (eol) status. Since the patient has intrinsic rhythm, the physician clinically to admit the patient to the clinic to attempt an interrogation with another programmer and if they cannot interrogate the device, they will replace it. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Of note, besides boston scientific ts being called for consultation, there was no other boston scientific involvement in this case.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.